Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and time clock anomaly. The customer¿s blood glucose level was unknown. The customer reported that the buttons were not responding. The customer reported that the clock wont let us adjust the time. The customer was advised to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. No frozen screen noted during test and time clock advances properly. Insulin pump received with intermittent button response due to flattened esc button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Insulin pump passed self test.